Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed multiple occurrences of a "cassette not attached properly" alarm. Functional testing involved running the pump in user and manufacturing utility modes. The reported alarm was not duplicated during the investigation, the cassette was attached and detached numerous times with no issues. The downstream occlusion sensor was also tested and found to be fully functional. The downstream occlusion sensor and latch sensor were replaced as a preventive measure based on the reported alarm in the event history log. Despite evidence of the alarm in the event history log, based on the investigation, the complaint allegation was not able to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "cassette not attached properly" alarm. It was reported that there was no patient involvement. No adverse effects were reported.